Manufacturer narrative:
Unit received with flashing white lcd display anomaly due to crack on lcd controller. Unable to perform the displacement test, rewind, basic occlusion, occlusion, and the force sensor test due to flashing white lcd display anomaly. Unit received with cracked reservoir tube lip, scratched case and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The product was returned by an international office and no customer was indicated as having reported on the product. No further information was provided.